Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection of the provided video showed an external leakage during treatment (waterdrops) at the upper header cap. The reported failure could be confirmed. Based on past investigations, the most likely failure is a defective welding seam, however, due to the absence of an actual sample the cause for the reported issue could not be identified or further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event was reported to have occurred on an unreported date in the year 2020. Initial reporter address: (B)(6). Facility name: (B)(4). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak was observed on one unit of revaclear 400 during use. There was no patient injury or medical intervention associated with this event. No additional information is available.